Event description:
It was reported that bd insyte bl 22ga x 1.0in catheter tip integrity the patient was admitted to the ICU by the emergency department at 23:35 on (B)(6) 2025 due to ¿half a day of fatigue with the inability to call out for more than 3 hours¿.the patient was diagnosed with hypertensive cerebral hemorrhage, requiring real-time monitoring of blood pressure, and invasive blood pressure monitoring was placed at 00:05 on (B)(6), giving the use of this disposable intravenous indwelling needle puncture needle placement. During the process, the hose sleeve was folded and the tip was easily split and could not be delivered into the blood vessel smoothly. Translated with deepl.com (free version).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current control there is in-process inspection in place to check for catheter damage. There is also a daily functional test in place to check for catheter tip penetration force.